Manufacturer narrative:
Results: corner cracked.

Event description:
It has been reported the serving trays have cracks on the corners resulting in sharp edges. No patient involvement or adverse consequences are reported.